Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; therefore, the investigation of the reported event is inconclusive for break and image display error. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model 475201 biopsy instrument allegedly experienced break. This report was received from a single source. The malfunction was involved patient with no reported consequences. Age, weight and gender were not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; therefore, the investigation of the reported event is inconclusive for break and image display error. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model 475201 biopsy instrument allegedly experienced break and image display error/ artifact. This report was received from a single source. The malfunction was involved patient with no reported consequences. Age, weight, and gender of the patient was not provided.